Manufacturer narrative:
H.6. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe foreign matter ¿ dirt. This occurrence is related to a contamination during production process caused by personnel failure during the packaging line clearance. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ syringe there are fragments of the melted plunger inside the syringe body. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: information received by email on (B)(6) 2019: the incident was noticed before the use. The component that seems melted was the stopper, not the plunger. There was a detachment of fragments inside the syringe's barrell. There was no damage to the patient/heatlh professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin. There was no drug administration.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ syringe there are fragments of the melted plunger inside the syringe body. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: information received by email on (B)(6) 2019: the incident was noticed before the use. The component that seems melted was the stopper, not the plunger. There was a detachment of fragments inside the syringe's barrel. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapy to the skin. There was no drug administration.